Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the bench for another issue, the philips bench technician observed the ac module, which was returned with the device, was defective. The ac module is not traced to the customer's original reported issue of the device shutting down upon movement. There was no patient involvement.